Event description:
It was reported that a user experienced low glucose events associated with meals while using the ilet, with inconsistent meal announcements and typical boluses of 5.5 units for breakfast and lunch and 9.8 units for dinner when announced; the user self-treated one low at 56 mg/dl with candy and later reported a glucose of 219 mg/dl with fatigue, and education on consistent announcing and the need for additional training was provided. Symptoms included shakiness and fatigue. Outcomes included the use of oral glucose and continued device use. Investigation included troubleshooting and education with a plan for additional training. Investigation of this case revealed that the cause of the hypoglycemia could not be determined, though inconsistent meal announcing was discussed as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.